Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post catheter placement procedure, the catheter allegedly had small holes. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one hickman s/l catheter inside a transparent plastic container. The cuff region of the catheter was circled in the provided photo. A small hole like feature was visible near the cuff. However due to the quality of the photo we cannot come to a conclusion of whether that is a hole in the catheter. The investigation is inconclusive for the reported hole in catheter issue as the provided photo is not clear enough to confirm the issue and further the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that post catheter placement procedure, the catheter allegedly had small holes. There was no reported patient injury.